Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the delivery wire and introducer sheath were not returned for this complaint. The main coil was found kinked and stretched. Microscopic inspection of the main coil revealed the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the main coil revealed that the number of distal and proximal fiber bundles does not match with specification. However, the overall dimension (od) of the zap tip ad primary coil matches with specifications.

Event description:
Reportable based on device analysis completed on 27jan2021. It was reported that the interlock could not be deployed in the patient's body. A 2d 15mmx40cm interlock-35 was selected for use in a recurring abdominal aortic dissection. During the procedure, the interlock could not deliver and deploy in the patient's body. The device was removed all together within the catheter and the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device analysis revealed that the interlocking arm was detached and there are missing fiber bundles.